Manufacturer narrative:
Initial report ref natus complaint(B)(4) the dp teknikel was requested to contact the hospital and request the customer to return the remaining unused needles and the needle cable / cable holder for evaluation.

Event description:
Part 37v26 - during the use of the needles, especially in the input activity, it was seen that it was frequently interrupted and alot of artifacts were observed. No injuries.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Update to section d4 expiration date. Update to section h4 manufacturer date. Risk review: per (B)(4) rev 14 value line dcn electrodes risk analysis spreadsheet - hazard ID 5.5 data loss. Cause - erroneous data transfer / unclear reading due to incorrect function of needle. Effect (harm)- data won't be recorded if incompatible with amplifier. Delay in procedure / a new needle would have to be used. Residual risk - low. No related capas. Review of device history record showed no anomalies. Product examination: upon review of the returned needle product, the product was compared against (B)(4) visual reference standard for concentric needles - no failures noted. Needle continuity checked as per product drawing (B)(4) using fluke multimeter (cal#1960) with all samples tested passing. Upon review of the returned cable holder product, part 15vcbl, lot # 210927 signs of product wear and tear were noted. The blue needle connector showed material fraying from the blue molded material which mates with the needle which could indicate significant use of the product. One of the three samples returned of the cable holder 15vcbl (holder) was missing part of the lantern spring (gold colored part 065y002) connector. Indentations were also noted on the gold spring contact test probe of the cable holder. Assembled cable holder and needle samples all passed continuity testing. Signs of wear and tear noted on the cable holders during investigation could potentially give rise to issues described in the complaint. No issue to needle products. Issue was found with the cable holder. Failure confirmed: yes. Investigation result code: neuro sbu/cable damage.

Event description:
Part 37v26 - during the use of the needles, especially in the input activity, it was seen that it was frequently interrupted and alot of artifacts were observed. No injuries.